Event description:
Co vacuum pump and "m" style cup, tube, filter used during delivery. Birth trauma to scalp secondary to vacuum extraction (cephalohematoma and partial thickness skin loss) noted at birth.